Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of bacterial peritonitis in a patient coincident with dianeal pd 4 ultrabag for peritoneal dialysis (pd) therapy. On an unknown date, the patient experienced peritonitis. The peritonitis event was treated with antibiotics vancomycin(every other day, dose not reported) for 23 days and gentamicin, (40 mg, twice daily for 16 days). The cause of the peritonitis was unknown. The outcome of the peritonitis was not known. Medical history was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd891317 and gd891101 and gd890541 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.